Event description:
The facility contacted baxter (B)(4) to report a pump gravity solution medication set with a "connector leak". It is unknown during what process step that the malfunction was identified. It is unknown if there was patient involvement; there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This is a product not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted for the manufacture of this lot. The batch was released within specifications. If additional relevant information or samples become available, a follow-up report will be submitted.